Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch/plunger level" error message during testing "in shop". There was no patient involvement or injury.

Manufacturer narrative:
One pump was returned for analysis in poor condition; the bottom case had been contaminated, the tamper sticker was void and the right plunger case was cracked. An event history record revealed that there was a check clutch / plunger lever error noted. Evaluation test were performed to duplicate the problem reported with inability to verify or repeat after flow and occlusion tests. The device history record was reviewed and showed no causes or potential causes to the customer's reported problem were found. The pump was repaired and passed functional and delivery tests. Based on the evidence, the root cause could not be determined and the issue will continued to be monitored.